Event description:
The customer received questionable results when comparing troponin t (tnt) on a modular analytics e module (e170), serial number (B)(4); and troponin t short turn around time (tnt stat) on a cobas 6000 e 601 module (e601) serial number (B)(4). The customer began to see a shift on their e170 in qc levels 1 and 3 after changing to tnt reagent lot on 16887801 on (B)(6) 2012. The customer had pulled five patient samples that had been run on the e601 module on (B)(6) 2012 to compare the two assays. Data was provided for five samples. Of those five, four were found to be erroneous. All results are in ng/ml. Troponin t stat lot 168879 was used on e601 serial number (B)(4) and troponin t lot 168878 was used on e170 serial number (B)(4). Patient 1 on e601 generated a result of 0.04; and a result of 0.02 on e170. Patient 2 on e601 generated a result of 0.15; and a result of 0.10 on e170. Patient 3 on e601 generated a result of 3.30; and a result of 2.44 on e170. Patient 4 on e601 generated a result of 16.39; and a result of 11.44 on e170. The results that were generated on (B)(6) 2012 from the e601 analyzer were used for diagnostic purposes. The customer could not determine which results were correct. There was no adverse event. The tnt stat reagent lot in use was 16887901, with an expiration date of 08/31/2013. The field service representative determined there was a reagent lot shift. He checked performance and adjustment of the measurement system. He replaced the measuring cells and checked all other mechanical and fluidic adjustments. He completed performance testing with acceptable results. The customer calibrated and performed qc on all assays with acceptable results for all assays except tnt. Tnt qc level 1 and level 3 were still below the previous qc ranges prior to the lot change.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Manufacturer narrative:
A specific root cause has not been identified. During the investigation, 3 tnt stat lots were compared on eight different elecsys 2010 or e411 instruments. It was determined the specific bead lot used for production of reagent lot 168878 exhibited an increased, instrument status dependent matrix effect. The variability in results caused by this matrix effect is dependent upon the maintenance and status of the specific instrument at the customer site.